Event description:
The lay user/ patient contacted lifescan (lfs) (B)(4) on (B)(6) 2011 alleging inaccurate erratic readings on her one touch ultra easy meter. She tested this morning at 11:55am and obtained a result of 11.5 mmol/l (207 mg/dl) and immediately retested and obtained a 10.3 mmol/l (185 mg/dl) . At the time of testing she did not exhibit any symptoms. She did not take any action after obtaining the readings. A quality control test was done with the customer care advocate (cca) and the test strips passed using the control solution. Test strips were in good condition and not expired. At the end of the call around 12:16pm, the patient developed symptoms of feeling sweaty. She did not seek any medical attention or self-treat at the time. The product was replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the alleged erratic high readings, she later developed symptoms suggestive of a serious injury based on lfs definition.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k061118.

Manufacturer narrative:
Follow-up # 1 (01/28/2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6), 2012 the meter was tested and no faults were found. On (B)(6), 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.